Event description:
The following was reported to hamilton medical ag: tightness test failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) corrected data of follow-up report nr 1: address of initial report (e1) was corrected.

Event description:
The following was reported to hamilton medical ag: tightness test failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).